Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer treated by eating a watermelon and a cookie. The customer reported having high blood glucose levels and treated with a bolus from the insulin pump. As a result, the blood glucose levels of the customer got very low. The customer disconnected from the insulin pump. Troubleshooting was done. The customer was advised to speak to a health care professional regarding the low blood glucose levels. No additional information was provided.